Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose the customer¿s blood glucose was 600 mg/dl at the time of incident. The current blood glucose was 288 mg/dl. Customer treated with manual injection. Customer had a symptom such as no energy. Troubleshooting was performed for high blood glucose. The product will not return for analysis.